Manufacturer narrative:
Analysis of neurostimulator model 37702 serial (B)(4) showed it was functionally okay and had no significant anomalies. The device passed final functional testing after re-cleaning contaminated port, with good stable output seem on all electrode referenced. The expected battery life, based on parameter information (group a), in the initial review was 7.77 months for elective replacement indicator (eri) status and 10.77 months to end-of ¿service (eos) status at amplitude of 5.9 volts. It was noted that the programmed amplitude, as received, was 0 in both groups a1 and a2 with an upper limit of 10.5 volts. Based on the analysis, it appeared to be normal battery depletion.

Event description:
It was reported that the device was replaced because it showed the elective replacement indicator (eri). It was considered early depletion and a prophylactic replacement. Three days later it was reported that the patient was doing well. Eleven days later the summary report showed that there were high impedances on electrodes 0 and 8, greater than 10,000 ohms.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 399930, lot# v017486, implanted: (B)(6) 2007, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.